Event description:
It was reported that the patient had a problem with recharging. The patient was recharging more than expected and recharging took longer than it used to. It used to take 1.5 hours to get from half full to full, at the time of the report, it took closer to 3-4 hours. The stimulator was replaced in an effort to resolve the issue. No patient outcome was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.